Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2003, the patient underwent anterior cervical fusion procedure at c6-c7 with the control treatment. Post-op, on (B)(6) 2013 patient underwent radiology examination and nothing was observed. On (B)(6) 2013, independent radiology reported an inferior screw broken and fracture of graft/plate. On (B)(6) 2013, the graft/plate was found to be fractured. No additional information is available. Product came in contact with the patient. No patient complications or adverse event related to the cervical/neck was reported by study site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.